Manufacturer narrative:
The complaint investigation for a falsely elevated result included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Review of historical performance of reagent lot 12089ui00 was completed. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 12089ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 12089ui00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result for a (B)(6) year old male patient regarding suspected macrotroponin interference. The following data was provided: (B)(6) initial (untreated) result = 177 ng/ml, post peg = 4 ng/ml. Additional laboratory data provided: ckmb = 1.5%, ck = 498 u/l, troponin t = < 15 ng/ml. No impact to patient management was reported.